Event description:
Rep reported that contact2, and contact 11 were >40000. Contacts 1,3 and 8,10,13, 14, and 15 were >10000 but 18000. The prime device she had today was at eos, and showed these values and current programming avoided these contacts and patient states was getting good relief until device reached eos. The leads were placed by another provider who placed them in an off label fashion, occipital for migraine pain.

Manufacturer narrative:
Continuation of d10: product ID 977a190 serial# (B)(6) implanted: (B)(6) 2018: product type lead product ID 977a190 serial# (B)(6) implanted: (B)(6) 2018: product type lead product ID 97714 serial# (B)(6) implanted: (B)(6) 2017: product type implantable neurostimulator medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the lead select screen showing red x at electrode 2 and then electrodes 8-15. Impedance check: when electrode 0 is the reference electrodes 2, 8, 10,11, 13 14 and 15 all > 10000, electrode 7 value is 7616 and electrode 12 is 9477. When electrode 8 is the reference electrode all electrode impedance values are > 10,000. Despite this, stimulation was currently programmed using both leads. Patient was not received an oor message on controller when increasing stimulation. Patient denied issue with stimulation and states she is receiving expected pain relief. This battery is in eri and patient is hoping to have this battery replaced with another nonrechargeable ins. This ins is being used for an off label use as the leads are not in the epidural space.

Manufacturer narrative:
Continuation of d10: product ID: 977a190, serial# (B)(6), implanted: (B)(6) 2018, product type: lead. Product ID: 977a190, serial# (B)(6), implanted: (B)(6) 2018, product type: lead. Product ID: 97714, serial# (B)(6), implanted: (B)(6) 2017, product type: implantable neurostimulator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.